Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a open book image. The blood glucose level was unknown. Customer went swimming with her insulin pump but then it started alarming and the screen had the image of the open book with red x. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and recommended customer refer to back up plan. The device will not be returned for analysis.